Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (will not power up) was isolated to contamination on ca board component j502, lcd200, and u201 on the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.